Manufacturer narrative:
(B)(4). This product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Device evaluation: one sample was received and visual inspection of the sample noted a ruptured bladder in a non-footing position. Approximately 100ml of fluid was also noted in the cover due to the rupture. No additional observation was noted from the sample. No repair was performed as this is a single use device and it will be discarded.

Event description:
Baxter (B)(4) received a report that an infusor had a reservoir rupture during filling. The device was being filled with a solution of fluorouracil and saline. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the root cause of the reservoir rupture was determined to be a manufacturing defect.